Event description:
It was reported that "during a lap chole procedure, the seal came off and landed in patient". The seal was retrieved.

Manufacturer narrative:
When the investigation is completed and I receive the engineer's report, it will file a supplemental report.